Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room. Noise was reported on the atrial lead and externalized conductors were reported on the right ventricular lead. Both leads were explanted and replaced. The patient is recovering.

Manufacturer narrative:
Internal insulation abrasion was noted at 8.5-12.5cm from the distal tip. The etfe coating was damaged at this location. External insulation abrasion was noted at 10.8-11.2cm, 11.8-12.1cm, 29.5-30.0cm, and 31.8-32.0cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this/these location(s). The remaining damage found was sustained during the explant procedure. The lead was otherwise normal.